Manufacturer narrative:
H.6. Investigation: one sample was returned for investigation. Through visual inspection, a section of tubing on the pumping segment was found to be stretched out due to ballooning. No other defects or damages were noticed on the set during inspection, priming or infusing. The customer complaint of component damage could not be confirmed. A device history record review for model 2420-0500 lot number 21013076 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the ballooning of the pumping segment was determined as not fully flushing the set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #21013076 regarding item 2420-0500. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of air bubbles/ air in line with lot #21013076 regarding item 2420-0500. See h.10.

Event description:
It was reported that gem v/nv 20dp ckv 2ss 117-in 20pk experiecned a case of air bubbles/air in line, and a case of component separation. The following information was provided by the initial reporter: material #: 2420-0500 batch/lot #: 21013076 as of now several units are experiencing defective tubing. One tubing broke when priming, and another formed a large bubble while infusing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that gem v/nv 20dp ckv 2ss 117-in 20pk experienced a case of air bubbles/air in line, and a case of component separation. The following information was provided by the initial reporter: material #: 2420-0500 batch/lot #: 21013076. As of now several units are experiencing defective tubing. One tubing broke when priming, and another formed a large bubble while infusing.